Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and previous investigations through the product technical investigation process, reasonably known information suggests probable causes of observed distal end detachment to be damage or deterioration of parts due to wear and tear. The most probable cause of the issue is expected or random component failure without any design or manufacturing issue. A risk review was performed based on historical data and no unanticipated risks, new failures, and/or new harms were identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the cysto-nephro videoscope was found to exhibit a detached distal end. There was no patient involvement and no harm reported as a result of the event.